Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within a catheter. For further examination, the pipeline flex delivery system was pushed out of the catheter lumen. The distal end of the pipeline flex braid was found fully opened with no damage while the proximal end was found fully opened with moderate fraying. Based on the analysis findings, the report of pipeline flex failure to open at the proximal end could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened. It is possible that the severe vessel tortuosity and damaged braid may have contributed to the reported issue. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our IFU (instructions for use): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the posterior communicating (pcom) artery. The max. Diameter was 5mm and neck diameter was 4mm. Landing zone artery size was 3.5mm distal and 4.0mm proximal. The patient¿s anatomy was very tortuous. All devices were prepared as indicated in the IFU. The pipeline flex was tracked to the target location without incident. Device delivery began; at delivery of the distal third segment, it was noticed that the device did not open. After repeated attempts to wag and relax the device, it was decided to remove the device. After removal, a new device was implanted without issue. Post-procedure angiographic result was semi-spherical (partial filling) of contrast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.